Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal, and an upstream occlusion (uso) seal that was separating from the chassis. The dso sensor was contaminated. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor, dso bezel, dso seal, and uso seal. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the battery compartment was damaged. The customer returned the product for a damaged battery compartment, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated, and the upstream occlusion (uso) seal was separating from the chassis. This occurred during testing, and there was no patient involvement.